Manufacturer narrative:
The defective float switch was not available for investigation. Only one out of approximately 5000 instruments has lead to a defective level sensor in such a way, that empty level was not recognized and sensor did not show a short circuit. No additional reports of this nature have been received, no related complaints were found.

Event description:
The customer reported that they received questionable results for 65 samples tested for tina-quant hemoglobin a1c (hba1c). Of the 65 samples, the customer provided examples of 4 patient samples with erroneous results that were reported outside of the laboratory. Quality controls were in range initially, then the customer had an issue with the cleaner running out. It was at this point, patient samples started running high for hba1c. The first sample initially resulted as 8.3% and this value was reported outside of the laboratory. There was no treatment given to this patient based on the initial result. The sample was repeated and resulted as 5.3%. The repeat result was believed to be correct and a corrected report was issued. The second sample initially resulted as 8.2% and this value was reported outside of the laboratory. The sample was repeated and resulted as 5.4%. The repeat result was believed to be correct and a corrected report was issued. The third sample initially resulted as 8.9% and this value was reported outside of the laboratory. The sample was repeated and resulted as 5.8%. The repeat result was believed to be correct and a corrected report was issued. The fourth sample initially resulted as 8.6% and this value was reported outside of the laboratory. The sample was repeated and resulted as 7.0%. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected by the event. The hba1c reagent lot number was 67203301 with an expiration date of 01/31/2014. The customer ran a sample flow check and this passed, but there was no fluid in the bottles. The customer replaced both sample probes and repeated the sample flow check; it passed and fluid was in the bottle. The field service representative determined that there was an electronic failure of the cleaner bottle float switch. When the cleaner is empty, the float switch still indicates that the bottle is full. He replaced the cleaner float switch assembly and primed the cleaner solution. The customer ran quality controls and results were within established ranges. The customer ran 75 patient samples and all results were reported as expected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.